Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.55mm x 4.50mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to attach the disposable scissors tip to the sp 6mm monopolar curved scissors instrument due to the adapter being damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was found prior to the case and was not caused by a collision. There was no backup instrument of the same type.